Event description:
Caller reported blood glucose results of 20 mg/dl and 30 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. System not available for return, replacement sent.